Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
End user reports developed an itchy bumpy rash under the tape border. She was treated for this by her doctor with oral medication and an ointment and now has a rash under the wafer that is red and burns. The patient experienced the condition for a period of three weeks prior to complaint receipt. Patient outcome was not reported.